Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported issue was reproduced as the device not recognizing a closed door. A review of the event history log revealed 'shut door - power off' messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of adjustment link screw. The link screw will require replacement to correct the issues. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not recognize an open door. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.